Event description:
My mother had a need to be tube fed so her nursing home doctor arranged for her to have a mic-key peg implanted against my her poa's wishes. I wanted a second opinion but was refused. (B)(6) 2011, mother had a mic-key peg implanted in her upper stomach. A care booklet came with it and the hospital gave it to me. I tried to share it with her nursing homes and hospital where she spent her last 5 months of her life but was told everything in that little book was against their protocols for tube feed care. The MFR is boston scientific, they don't even ensure that the surgeons implanting these type of pegs know how different they are from standard pegs. The only rns I met that did know some about them knew because they worked in hospital nurseries and told me they have only seen them in babies. The mic-key peg requires a special tool called a decompression tool, the dr who implants these pegs knows nothing of this tool. The hospitals, (B)(6) all knew nothing about these type of pegs in adults or the decompression tool. This peg has an anti reflux valve in it, it stops fluid from leaving the tummy through the tube and also stops trapped air and gas from leaving which causes pts great pain, reflux and choking and pneumonia. I watched my poor mother suffer to death while fighting tooth and nail for proper treatment of her peg and being denied, denied, denied due to protocols no matter what her little book stated. Formulas and dieticians are another whole story.